Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h11. The device was returned to olympus for inspection and the reported failure was confirmed; leak from insertion tube and distal tip was detached. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive was chipped and the insertion tube was cracked and peeled. A root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscopes sheath was detached. There was no patient involvement.